Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted on (B)(6) 2022. The patient's condition was unknown.

Event description:
Additional information received noted that there were no patient consequences after procedure.